Manufacturer narrative:
The lead was in use for treatment. The lead remained actively implanted for approximately 14 years, 8 months. The lead was taken out of service and will not be returned for analysis. As a result, the allegations against the lead (noise) cannot be confirmed. Pacing lead noise is a known clinical event referenced in the medical literature. A review of the device history record for this lot, c2-01207 found no rejects during manufacture of this lot. A review of complaints against this lot number, c2-01207 identified one (1) other complaint where there was a report of no p-wave measurements.

Event description:
This atrial lead was exhibiting noise and was surgically abandoned at the same time the right ventricular lead was revised.